Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample or lot #, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the user noted the tubing was cracked. No injury or mucous membrane exposure.

Manufacturer narrative:
Incorrect date of event used. The correct date is (B)(6) 2015. Date of event: unknown. The date received by manufacturer has been used for this field.